Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that just prior to preparation, the stent was found dislodged in the protective sheath. No add'l event or pt info is available.